Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem. Upon receipt, the device interrogation revealed the eri battery status and a number of 217 charging cycles was recorded to the devices memory, confirming the clinical observation. The amount of charge taken from the battery was verified. The battery condition was found to be as anticipated. All electrical parameters were verified and showed a normal device behavior. The memory content of the device was inspected. The inspection, especially of the available iegms, revealed a normal and expected device behavior. There was no indication of a device malfunction. In conclusion, the ICD was fully functional. The eri battery status was as expected.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Device explanted due to eri. No adverse patient events reported. Should additional information become available, it will be added to this file.